Event description:
A customer contacted beckman coulter inc. (Bec) reporting that 3ml of clear fluid had leaked from the front panel and down the manual probe of their coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. No injury or exposure was reported. The instrument was completing a diluent prime cycle when the leak was discovered, therefore, samples were not being processed at the time of the event. There were no erroneous results either generated or reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed a leak from a worn rbc bath. Fse replaced the rbc bath and aperture which resolved the leak. Repairs were verified per established procedures and results met published performance specifications. The cause of the leak was a worn rbc bath. (B)(4).